Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1820026) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("urticaria"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), somnolence ("irrepressible like-sleeping feeling"), musculoskeletal pain ("muscular pain on the shoulders, joint pain on knees, shoulders,fingers and elbows"), toothache ("dental pain (gums and jaw)"), vertigo ("vertigos") and nausea ("nausea"), 1 day after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain, urticaria, hypersensitivity, fatigue, somnolence, musculoskeletal pain, toothache, vertigo and nausea outcome was unknown. The reporter considered fatigue, hypersensitivity, musculoskeletal pain, nausea, pelvic pain, somnolence, toothache, urticaria and vertigo to be related to essure. The reporter commented: case was assessed as incident by the french health authorities quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("urticaria"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), somnolence ("irrepressible like-sleeping feeling"), musculoskeletal pain ("muscular pain on the shoulders, joint pain on knees, shoulders,fingers and elbows"), toothache ("dental pain (gums and jaw)"), vertigo ("vertigos") and nausea ("nausea"), 1 day after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urticaria, hypersensitivity, fatigue, somnolence, musculoskeletal pain, toothache, vertigo and nausea outcome was unknown. The reporter considered fatigue, hypersensitivity, musculoskeletal pain, nausea, pelvic pain, somnolence, toothache, urticaria and vertigo to be related to essure. The reporter commented: case was assessed as incident by the french health authorities. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.